Event description:
It was reported that before use in the surgery, they discovered that "there was smoking between the handle and the bipolar cable. Burned stain could be found in the joint region of the handle and the cable". "After [experiencing] the smoke they finished the surgery without the forceps." There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: cev669bg bipolar handle, dia 5mm erg, lot 130601. Manufactured: 06/2013: cev6795b: tube, dia 5mm 310mm, lot 130501, manufactured: 05/2013: cp393-2 (quantity 2): cable, 4.5m bipolar valleylab, lot 201201mf1. Manufactured: 01/2012. (B)(4). Product evaluation: no analysis results available; devices not returned for evaluation.